Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. There were signs of clinical usage, and no evidence of blood were observed. The delivery device was returned outside of the loading device. The delivery tube was observed to be bent. The blue slide lock was found to be in the locked position, and the plunger was not depressed. The seal and tension spring assembly was found to be stuck deep inside the loading device. The seal was observed from the window of the loading device. There were no cracks or delamination observed on the seal. Since the delivery tube was observed to be bent, no measurements could be performed on the delivery tube. Based upon the received condition of the device, the complaint was confirmed for the reported failure "fitting problem", and the analyzed failure, "bent tube".

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal was not loaded into the delivery system properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the facility for evaluation. There were signs of clinical use, and no evidence of blood were observed. The delivery device was returned outside of the loading device. The delivery tube was observed to be bent. The blue slide lock was found to be in the locked position, and the plunger was not depressed. The seal and tension spring assembly was found to be lodged deep inside the loading device. The seal was observed from the window of the loading device. There were no cracks or delamination observed on the seal. The complaint was not confirmed for the reported failure "fitting problem", but was confirmed for the analyzed failures "failure to load" and "bent tube".

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal was not loaded into the delivery system properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal was not loaded into the delivery system properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.